Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause could not be determined; however, it was noted that the problem may have been caused by other magnetic equipment (electric tweezers) because keeping them too close to the device could damage the motor. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor device did not rotate and displayed an e6 error due to a problem in the electrical circuit. It was further determined that the device failed the following pre-tests: loctite and cable assessment, cutter lock assessment, handpiece temperature assessment and noise assessment. It was noted in the service order that the device was working temperamental; and that it was working intermittently. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.